Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the large hem-o-lok clip applier instrument tips did not function properly. The use of the instrument was discontinued, and it was replaced to a third party product. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was confirmed to be may 10, 2024 and a colon resection was being performed. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. The large, violet, hem-o-lok clips were used with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.46 mm offset at the tips. The grips were not found to have cracking damage. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip. The clip was properly loaded into the clip groove of the grip tips. Upon activating the clip application the clip would not lock/clip to the test tubing. The clip stayed attached to the clip applier and had to be manually removed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.